Event description:
Pt experienced hypertensive/tachycardic episode. The ventilator was delivering preset breaths volume. Rt did not think imv breaths were consistent with pts efforts. Biomed engineer tested device and found trigger sensitivity to be inaccurate at a measure of >10cc h2o due to a defective printed circuit board. This was replaced by biomed. The event could have been serious if the respiratory therapist was not present as the device failed.